Manufacturer narrative:
This correction report is submitted because MFR report no. Was inadvertently left off initial report dated 6/3/97.

Event description:
A technologist accidentally was cut with a piece of glass from the inner container when the control tube was reconstituted by crushing between fingers. The technologist failed to use a protective sleeve provided with the kit. See attached package insert for proper procedure.